Event description:
The surgeon had already inserted a screw during arthrodesis of the pt's right ankle and then when he was drilling for the next screw the surgeon hit the already inserted screw and the tip of the drill bit broke off. A small fragment of the drill bit was left in the bone, however, the surgeon was able to extract most of it. After two weeks post operative, the pt is doing ok per the surgeon.